Event description:
Doctor reported that mount was not properly screwed in the implant and it fell down. Doctor confirmed by phone that procedure was completed using a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D4: additional device information. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsv4b11, (imp,tsv,4.1mm,sbm,11.5) for evaluation. Visual evaluation and a functional test was performed, there was signs of use. The retaining screw engaged and disengaged mount to implant as intended. Device history record (DHR) review was completed for the subject lot number 1269713. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269713 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician didn¿t follow recommended protocol for implant placement and final seating. Therefore, based on the available information, a device malfunction did not occur. The implant and mount engaged and disengaged as intended. No damage was identified. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.